Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, the trailing haptic stuck with the plunger. The physician tried to pull, but the haptic broken. The physician implanted with backup lens without any complications. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. A viscoelastic was indicated, which is not qualified for the lens/cartridge used. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken and bent in the gusset area. The optic edge has a small split crack. Broken haptic damage was observed. When using the qualified combination, the company instruction for use (IFU) instructs for multipiece lenses: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view in figure 7a. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage the manufacturer internal reference number is: (B)(4).